Event description:
It was reported that during implant procedure, the right ventricular lead did not have capture. The physician tried to reposition the lead; however, upon wire insertion, the wire got stuck at the header and did not advance any further. After numerous attempts a new lead was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture and failure to advance stylet. As received, a complete lead was returned in one piece. The reported event of failure to advance stylet was confirmed. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. Unable to perform stylet insertion test due to the over torqued/damaged inner coil in the connector region. The cause of the reported event of failure to advance stylet was due to the over torqued inner coil in the connector region. The reported event of failure to capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.